Event description:
It was reported through clinic notes dated (B)(6) 2011 that the patient was experiencing an increase in seizures. The patient was then referred for and underwent a generator replacement procedure on (B)(6) 2011. The generator has not yet been returned to the manufacturer for analysis.attempts for additional information have been unsuccessful to date.

Event description:
The generator was returned to the manufacturer on (B)(6) 2011; however, product analysis is not yet complete. Attempts for additional information have remained unsuccessful.

Event description:
Product analysis has been completed on the returned generator. The pulse generator performed according to functional specifications, and the elective replacement indicator was not observed during analysis. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have remained unsuccessful.